Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced dizziness and shortness of breath and presented remotely via merlin.net transmission. Upon review, the insertable cardiac monitor exhibited false pause episodes due to undersensing as a result of loss of contact. The cause of the patient¿s symptoms was unknown. No intervention was performed. The patient would continue to be monitored.